Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and replaced the analog interface (ai) printed circuit board (pcb) and the inspiratory module pcb. The cse performed all calibrations, the extended self-test (est), short self-test (sst) and the electrical safety test; the device operated within the mfg specifications. Covidien reference: (B)(4).

Event description:
Covidien received info stating that an 840 ventilator stopped cycling. The ventilator was not in use on a pt at the time the malfunction occurred.